Event description:
During an in-clinic follow-up, x-ray imaging was performed and revealed the atrial lead had become dislodged. The atrial lead was capped and replaced to resolve the event. The patient was in stable condition.